Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic feeling fatigue. "They" physician performed an echocardiogram and found the patient had a light pericardial effusion with non-compression that could explain the fatigue of the patient. The patient was sent home. No intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.